Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device slid down their back. The patient stated it started in between shoulder blades, but progressively started to slide down their back, and now it's in the curve of their back and patient stated that it's hard to stay on top of it to charge. The patient stated that they didn't really notice it until one day patient stated "it don't feel right anymore." The patient stated that it felt better when they first put it in their back.